Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned that the device would not achieve 3 months' longevity from recommended replacement time (rrt) until end of service (eos). The device was explanted and replaced when it reached rrt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.